Event description:
Customer alleged discrepant blood glucose results of 196 mg/dl on the advantage system, when compared with a result of 86 mg/dl from a professional meter, in a hospital with blood drawn at the same time. The location of the testing was the hospital. The customer was in the hospital for nausea and vomiting. No further information was provided. Three call-back attempts were made to gather more information without success. A request was made for the return of the suspect device and replacement product was sent.